Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit experienced a front panel blackout. There were no reports of patient involvement as the issue was discovered during device setup.